Event description:
It was reported that the device had a power on reset (por). The sales representative cleared the device and programmed the settings. The device remains in use, but wireless telemetry is no longer available. It was also reported that the patient received therapy, but the underlying rhythm was unknown at the time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2005; 6949, implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert. The analyst commented that a power on reset (por) with no reason code initiated on (B)(4) 2014.